Event description:
It was reported that this spinal cord stimulation (scs) patient underwent to an implantable pulse generator (ipg) replacement due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event

Manufacturer narrative:
The device was not returned to boston scientific for analysis, and the complaint reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping, and no manufacturing deviations were noted that could have contributed to the event reported. A record review revealed that there was no additional information related to the complaint. Therefore, in the absence of device return and analysis the likely root cause could not be established. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent to an implantable pulse generator (ipg) replacement due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. No additional information is available at this time.